Manufacturer narrative:
Country of origin is (B)(6).

Event description:
The customer complained of discrepant inr results with coaguchek xs meter when compared with a laboratory result using an unknown method. There was no meter serial number provided. At 10:33 a.m. The meter result was 5.1 inr, at 1:33 p.m. The laboratory result was 3.81 inr, and at 7:35 p.m. The meter result was 4.3 inr. The customer's therapeutic range is 2.5 ¿ 3.5 inr. There was no allegation that an adverse event occurred. The customer is 'well'. The customer had reduced the marcumar dosage due to the recent high inr results. It was noted that the customer is a nurse and handling was done correctly. Corresponding retention test strips were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
Medwatch field relevant tests, laboratory data was updated from time of day 5 a.m. To 5 p.m.